Event description:
This system was removed because the patient was complaining of pocket pain. The physician didn't think that the patient needs a pacemaker so did not replace it. There are no known complaints against the device. Should additional information be received, this file will be updated.